Event description:
It was reported that the pump battery was depleting quickly. The customer experienced an elevated blood glucose (bg) level of "high" with high ketones. A manual injection was given to address bg. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.